Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed no damage or irregularities. Visual analysis verified that there was a foreign material on the tip of the catheter. Operations engineering/r&d personnel reviewed the device and confirmed that the foreign material on the tip was consistent with the material from the ID of the chariot guide sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06960. It was reported that following removal, foreign material was found. Atherectomy of the right superficial femoral artery was successfully performed with a jetstream® xc atherectomy catheter though a chariot¿ guiding sheath. Upon removal of the atherectomy catheter, a fine strand of wire was noted twisted in the tip. It was unknown if the wire was a part of the sheath braid. No patient complications were reported and the patient¿s status is fine.